Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected alarm speaker assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected alarm assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the alarm intermittently does not function correctly. The customer determined the most likely cause of the reported event is the alarm speaker assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect alarm assembly for investigation. The reported complaint could be confirmed and duplicated. The alarm is intermittent. This issue will be internally investigated within vyaire.